Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire appeared to have broken. At the time of the call with dexcom technical support, no injuries or medical intervention were reported.